Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified forearm artery. A 5.0 x 40, 75cm mustang¿ balloon catheter was advanced to dilate the lesion. However, upon the second inflation at 24 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. A visual inspection identified a longitudinal tear starting 12mm distal of proximal markerband and extending 19mm distally. No issues were noted with the tip section of the device and no kinks or damage was noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified forearm artery. A 5.0 x 40, 75cm mustang¿ balloon catheter was advanced to dilate the lesion. However, upon the second inflation at 24 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was good.